Event description:
It was reported that the replacement ilet pump exhibited a nonresponsive touchscreen during the fill tubing process, preventing selection of the confirmation prompt, and the user temporarily reverted to a prior functional ilet while awaiting a forced restart of the replacement device. Symptoms included no adverse clinical effects and stable blood glucose. Outcomes included no interruption in therapy after a guided supply change and resumption of insulin delivery on the prior device, with no medical intervention required. Investigation included customer support troubleshooting, attempted software restart via the app, and instructions to allow battery depletion and force start on the charger. Investigation of this case revealed that the prior ilet remained paired in the app, which impeded remote restart, and that cgm pairing was active with the prior device. It was concluded that the event involved a device touchscreen malfunction on the replacement unit, with continued safe therapy maintained using the prior device.